Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock likely due to atrial fibrillation. The patient had an untreated event for a similar episode in (B)(6) 2022. The most recent episode in early (B)(6) 2022 showed that the patient was exercising with the primary sensing vector programmed for sensing and conditional zone 210 beat per minute. The physician elected to reprogram the device back to the secondary sensing vector although there was still double counting and the electrocardiogram looked better then the primary sensing vector. The patient was scheduled to come in for a stress test. Additional information noted that the patient received another inappropriate shock during horizontal exercise with suspected t -wave oversensing. The primary and secondary sensing vectors were programmed with no success. While the patient exercised a few aberrant beats were produced but not a continuous rhythm. A request for technical series (ts) review was needed. Ts reviewed the case and noted that the event three weeks prior looked similar in regards to morphology changes around the 150 beat per minute mark. Ts also wanted to know if the patient was taking any supplements during exercise as both events correlated with exercising. Ts noted to acquire a new template with the altered morphology and possible repeat exercise testing with the new template to confirm appropriate sensing. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock likely due to atrial fibrillation. The patient had an untreated event for a similar episode in (B)(6) 2022. The most recent episode in (B)(6) 2022 showed that the patient was exercising with the primary sensing vector programmed for sensing and conditional zone 210 beat per minute. The physician elected to reprogram the device back to the secondary sensing vector although there was still double counting and the electrocardiogram looked better then the primary sensing vector. The patient was scheduled to come in for a stress test. Additional information noted that the patient received another inappropriate shock during horizontal exercise with suspected t -wave oversensing. The primary and secondary sensing vectors were programmed with no success. While the patient exercised a few aberrant beats were produced but not a continuous rhythm. A request for technical series (ts) review was needed. Ts reviewed the case and noted that the event three weeks prior looked similar in regards to morphology changes around the 150 beat per minute mark. Ts also wanted to know if the patient was taking any supplements during exercise as both events correlated with exercising. Ts noted to acquire a new template with the altered morphology and possible repeat exercise testing with the new template to confirm appropriate sensing. The patient once again received five additional inappropriate shocks due to a bizarre morphology and t-wave oversensing. A request for technical review was needed to prevent the patient from further inappropriate therapy. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock likely due to atrial fibrillation. The patient had an untreated event for a similar episode in february 2022. The most recent episode in early may 2022 showed that the patient was exercising with the primary sensing vector programmed for sensing and conditional zone 210 beat per minute. The physician elected to reprogram the device back to the secondary sensing vector although there was still double counting and the electrocardiogram looked better then the primary sensing vector. The patient was scheduled to come in for a stress test. Additional information noted that the patient received another inapproprtie shock during horizontal exercise with suspected t -wave oversensing. The primary and secondary sensing vectors were programmed with no success. While the patient exercised a few aberrant beats were produced but not a continuous rhythm. A request for technical series (ts) review was needed. Ts reviewed the case and noted that the event three weeks prior looked similar in regards to morphology changes around the 150 beat per minute mark. Ts also wanted to know if the patient was taking any supplements during exercise as both events correlated with exercising. Ts noted to acquire a new template with the altered morphology and possible repeat exercise testing with the new template to confirm appropriate sensing. The patient once again received five additional inappropriate shocks due to an abnormal morphology and t-wave oversensing. Additional information noted that the device was programed to the secondary and primary sensing vectors, but the patient still received shocks. The conditional zone and one zone was also programmed at 250 beats per minute. The patient had also had two stress tests to provoke the morphology change seen with no success. The patient had a stress test recently in the alternate sensing vector, and while it was not the most desirable the patients device was left programmed in the alternate sensing vector in the hopes of no further oversensing. The electrophysiologist increased the patients medication to a maximum dose as well. A request for technical review was needed to prevent the patient from further inappropriate therapy. Ts reviewed the provided data from september 2022 and noted that six captured electrocardiograms were available and none of these were showing a morphology change. Ts discussed the available electrocardiograms and noted that possible further investigation such an electrophysiology study would be warranted if morphology changes are not induced via exercise testing. Ts noted that past events did not suggest that the patient was active for a long period of time before morphology changed. Ts also discussed possible programming options. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock likely due to atrial fibrillation. The patient had an untreated event for a similar episode in (B)(6) 2022. The most recent episode in early (B)(6) 2022 showed that the patient was exercising with the primary sensing vector programmed for sensing and conditional zone 210 beat per minute. The physician elected to reprogram the device back to the secondary sensing vector although there was still double counting and the electrocardiogram looked better then the primary sensing vector. The patient was scheduled to come in for a stress test. Additional information noted that the patient received another inappropriate shock during horizontal exercise with suspected t -wave oversensing. The primary and secondary sensing vectors were programmed with no success. While the patient exercised a few aberrant beats were produced but not a continuous rhythm. A request for technical series (ts) review was needed. Ts reviewed the case and noted that the event three weeks prior looked similar in regards to morphology changes around the 150 beat per minute mark. Ts also wanted to know if the patient was taking any supplements during exercise as both events correlated with exercising. Ts noted to acquire a new template with the altered morphology and possible repeat exercise testing with the new template to confirm appropriate sensing. The patient once again received five additional inappropriate shocks due to an abnormal morphology and t-wave oversensing. Additional information noted that the device was programed to the secondary and primary sensing vectors, but the patient still received shocks. The conditional zone and one zone was also programmed at 250 beats per minute. The patient had also had two stress tests to provoke the morphology change seen with no success. The patient had a stress test recently in the alternate sensing vector, and while it was not the most desirable the patients device was left programmed in the alternate sensing vector in the hopes of no further oversensing. The electrophysiologist increased the patients medication to a maximum dose as well. A request for technical review was needed to prevent the patient from further inappropriate therapy. Ts reviewed the provided data from (B)(6) 2022 and noted that six captured electrocardiograms were available and none of these were showing a morphology change. Ts discussed the available electrocardiograms and noted that possible further investigation such an electrophysiology study would be warranted if morphology changes are not induced via exercise testing. Ts noted that past events did not suggest that the patient was active for a long period of time before morphology changed. Ts also discussed possible programming options. Additional information noted that a follow up call took place to discuss the patient. Ts noted that with the limited data in the alternate sensing vector it was difficult to draw a conclusion for the effectiveness of the sensing vector long term. Ts discussed a consideration for an electrophysiology study and to try to illicit the rhythm changes and then review the alternate sensing vector under this situation. The representative will discuss this with the physician, but will leave the device programmed in the alternate sensing vector for the time being. No adverse patient effects were reported. This device remains implanted.